Event description:
It was reported that the patient received inappropriate therapies. The lead was explanted when decrease in sensing and impedance values were observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the analysis of the lead did not reveal any device condition that would have contributed to the reported event. The lead exhibited normal electrical characteristics. Analysis found body fluid/tissue inside the header and inside the inner insulation. The helix was in fully retracted positioned and could not be extended. After destructive analysis and cleaning, the helix was found to function normally. Abrasion marks were also found on the lead, but did not have any impact on the lead behavior.